Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted into the hospital with syncopal episodes and premature ventricular contractions. It was also reported that the lead had loss of capture. The lead was explanted and replaced. No further patient complications were reported as a result of this event.